Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant of the ra lead, physician experienced difficulty in advancing the stylet in the lumen. Multiple stylets along with lubricant and longer sheath were used but the issue persisted. Blood in the lumen of the lead was suspected. Lead was not used and another lead was implanted successfully. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.